Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to experiencing a system error 345. Service evaluation verified the system error 345. The cause was identified to be a failed upstream sensor. The upstream was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Baxter service found that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.